Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced both high and low blood glucose issues. Customer's current blood glucose was 260 mg/dl. Customer stated that he was hospitalized for non diabetes related and was given steroids which led to high blood glucose issue. High blood glucose event started on (B)(6) 2017. Customer blood glucose was 267 mg/dl at the time of incident and treated with insulin pump. Customer also reported a low blood glucose of 50 mg/dl in which he treated with food. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Unable to perform high pressure test due to no tubing clamp available. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Advised customer to monitor insulin pump and blood glucose and to call his healthcare professional and discuss possible causes of low blood glucose. The insulin pump was not returned for analysis.